Manufacturer narrative:
Added to event description and provided final coding.

Event description:
It was reported that the device's processor pca requires replacement. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the processor pca. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca, the replacement quote for which was provided. The device remains at the customer site and no further evaluation is warranted at this time.